Event description:
A malfunction occurred on the pump, which was reported by the caller. This issue caused the customer¿s blood glucose level to exceed 500 mg/dl, reaching 537 mg/dl. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. The customer reverted to manual injections for insulin therapy.